Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and alarm reoccurred. Pump system check did not identify location of occlusion. Customer resumed insulin therapy. Customer's blood glucose was 338 mg/dl.